Manufacturer narrative:
The device, intended for use in treatment, was not returned for evaluation. A relationship, if any, between the subject device and the reported event could not be determined since the product was not returned for evaluation. Visual inspection and functional testing could not be performed since the device was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation. Factors which could have contributed to the anchor not deploying correct and breaking includes: bending or twisting the inserter handle during and after insertion, misalignment of the implant to the bone hole during insertion, or bone quality. There are no indications to suggest the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during a procedure using a speedlock anchor, the anchor failed to deploy correctly and broke off inside the patient. Part of the anchor had been screwed in to the bone so it was abandoned inside the patient. There have been no patient complications reported as a result of this event.